Event description:
It was reported that the patients stimulator stopped working, so it was replaced. After the replacement, the patient had no stimulation. The patient awoke from the procedure and found a new programmer on the bed, but there was no one to instruct the patient on usage. The patient stated that if the issue was not the stimulator, the issue could be the ¿paddle¿ which would need a neurosurgeon. The patient stated they were not woken up during the procedure to test the stimulation. The patient was redirected to their physician. Of note, the patient was given a prescription of antibiotics. It was further reported that just the stimulator was replaced. Impedance testing showed open circuits so the patient was being referred to neurosurgeon for possible lead and/or extension replacement. It was unknown if the patient was receiving effective therapy. Additional information was requested, if received, an additional follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).